Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8358948. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. One sample was returned to aid in the investigation of the failure mode. A leakage test was performed on the returned sample and found that there was a leak. The root cause is due the assembly process. The leak was caused by the extension tube having a pierced hold.

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found blood leakage at tubing, then changed a new one. The rep added a crescent-shaped notch in the e-tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found blood leakage at tubing, then changed a new one. The rep added a crescent-shaped notch in the e-tubing."